Manufacturer narrative:
Medwatch sent to FDA on 3/11/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and modular formation the size of a pea are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of swelling and modular formation the size of a pea as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported three months after injection to "ck4 and ck5" with unspecified juvederm voluma patient developed "light swelling on left infra orbital area." Patient originally associated the symptoms with a new skincare cream from which the patient developed a mild burning sensation after use. The swelling has become progressively worse and now affects the top lip and oral commissures where, upon palpation, there is a smaller modular formation the size of a pea with no soreness or heat. No medical or surgical intervention noted. Symptoms are ongoing. Patient was injected with juvederm volift with lidocaine to top lip and tear troughs six months prior to the injection with unspecified juvederm voluma.